Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Subsequently, this product was used as an external temporary pacing device attached with a temporary pacing lead which was implanted in the jugular vein. This process of lead implanted in jugular was also off label way of pacing. There were no additional adverse effects reported. The product was explanted.